Event description:
It was reported that during central processing, the force bipolar instrument jaw was observed broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary finding of grip tip broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. The broken piece was still intact by the conductor wire. Additional finding related to the customer reported complaint. The instrument was found to have a broken molded insulator. Approximately 0.054" x 0.118" was broken off and was not returned with the instrument.